Event description:
An email with a link to a blog post titled (B)(6) was sent to the manufacturer. The blog was reviewed and three incidents of increased depression and one incident on cognitive behavioral changes were noted. This report is for one of the patients who experienced an increase in depression. The other two increased depression events are reported in MFR report numbers 1644487-2013-03051 and 1644487-2013-03055. The patient who experienced cognitive behavioral changes is reported in MFR report number 1644487-2013-03054. The blog stated that one patient reported that she has lived "in some of the blackest days of my life since my vns stopped working." The patient stated that the only reason he or she has not been hospitalized more is because the patient no longer believes that it will do any good. The patient stated, "I cannot care for myself or even leave my house" and "my life is very much at stake". Attempts for additional information cannot be made as the patient and physician information is unknown. It was noted that the person who wrote the blog post was not implanted with vns.

Event description:
The physician indicated that with clear evidence of device malfunction (appearing to be due to battery depletion), the patient is trying to pursue generator replacement.

Manufacturer narrative:
Adverse event or product problem, corrected data: the supplemental report #1 inadvertently did not updated the reportability. Outcomes attributed to adverse event, corrected data: the supplemental report #1 inadvertently did not updated the reportability, as generator replacement is being pursued.

Event description:
On (B)(6) 2014, additional information was received that four vns patients experienced an increase in depression and were pursuing medical intervention (replacement of their vns devices). This report captures one patient¿s increase in depression. The three other patients are referenced in MFR report # 1644487-2013-03054, 1644487-2013-03055, and 1644487-2013-03056.